Manufacturer narrative:
(B)(4). The customer reported that a pt death occurred. They also asked for assistance with reviewing logs and providing any detail about what was going on with the pt at the time of the event. There is no allegation of a product malfunction however it cannot be ruled out that the device may have been a factor in this event. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt death occurred.